Manufacturer narrative:
UDI: (B)(4). The reporter¿s phone number and complete address were not provided. As of this date, the device has not been returned for evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation surgery for a femoral trochanteric fracture using a tfna (tfn-(advanced proximal femoral nailing system), a small battery drive device and a quick coupling device, it was discovered that when the surgeon tried to reverse the rotation of the small battery drive device to remove a guide wire, it rotated in the normal direction and the wire protruded in the femoral head of the patient. It was further reported that the surgeon tried to extract the wire by pulling it with the small battery drive device rotating; however, the wire kept moving forward. The surgeon manually removed the wire by using a t-handle device. It was reported that a spare device was used to complete the surgery without any issues. There was less than thirty minutes delay to the surgical procedure. It was reported that after the surgery, it was confirmed that the trigger for switching to reverse / oscillating drilling did not work and the small battery drive device kept a positive rotation when the trigger was pulled. The surgeon commented that the protrusion of the femoral head could have been prevented if there was no defect with the small battery drive device. There was patient involvement reported. It was unknown if there was a medical intervention or prolonged hospitalization. The status of the patient post-surgery was unknown; however, it was reported that there were currently no plans for another surgery - "reoperation". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the device failed pretest for check the off/oscillation/on switch mode function. It was observed that the device could only operate in one direction and the switching and reverse function did not work. It was determined that the control unit was found to be faulty. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear from normal use servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.